Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was not able to fire even when the surgeon was able to press the green button and squeeze the handle. Surgeon replaced the device to resolve the issue. No patient injury.